Event description:
Customer alleged the bed frame had broken in a weld. Warranty #(B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model bp1180 solo bed, serial number/date code (B)(4). The owner's manual part number 1-150-065-a was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The patient is a (B)(6). Patient resides in a facility, (B)(6) located in (B)(6). The patient's medical condition, stability and medication regimen are unknown. The patient's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the frame of the bp1180 solo bed allegedly broke at a weld. The broken frame will not be returned for an inspection. A replacement frame is being shipped on warranty order #(B)(4). No injury alleged.